Manufacturer narrative:
Initial and final MDR (B)(4) device 6of 9

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced events where infusion set tubing were detached from connector from (B)(6)2024 to (B)(6)2025. The issues occurred with nine similar types of infusion sets used for less than 24 hours. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00838. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006753, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006753 was manufactured according to the work instruction (wi) version 112 and manufactured in the line l-7 on 24-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d02582 was manufactured according to the wi version 63 and manufactured in the machine sc01, on 22/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.